Event description:
It was reported that the pump shut down unexpectedly. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. However, it was confirmed that the customer was able to turn the pump back on and successfully resume insulin therapy.